Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that stated the monitor did not give an audible alarm. The report stated a patient with bronchiectasis was receiving oxygen via nasal cannula and uses an oximeter for monitoring; no apnea monitor was in use. On (B)(6), during a rest period (no activity), patient's mother observed decreased skin color with bluish tone. Mother stimulated the patient via sternal rub and patient resumed spontaneous breathing (without resuscitation).